Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; a systematic review of infected descending thoracic aortic grafts and endografts. Andrea kahlberg, alessandro grandi, diletta loschi, frank vermassen, nathalie moreels, nabil chakfé, germano melissano, and roberto chiesa milan, italy; ghent, belgium; and strasbourg, france https://doi.org/10.1016/j.jvs.2018.10.108. If information is provided in the future, a supplemental report will be issued.

Event description:
A meta analysis review of 233 patients with infected stent grafts after treatment of descending thoracic aortic disease was performed. Valiant and talent stent graft systems were used in some of the patients and intervention was performed for treatment of the infected stent grafts. The following events were reported; serious injury; urinary tract infection, groin infection, fistulas, respiratory failure, bleeding, multi-organ failure, renal dysfunction, acute mi, septicaemia, coagulopathy, sepsis, pain , fever, chills, hemoptysis, shock, dyspnea, paraplegia, vocal cord paralysis, encephalopathy, intervention.